Manufacturer narrative:
The microsensor was returned for evaluation. Unique device identifier (UDI) : (B)(4). Device history record (DHR) - lot number is unknown, and DHR review could not be performed. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint has been confirmed: no visible damage to the sensor, catheter material, or connector. Internal wires are broken inside the connector. Possible root cause of the damaged device could be determined as a mishandling of the device (catheter was stretched).

Event description:
A physician reported the microsensor could not be detected by the intracranial pressure (icp) express during a procedure. It was changed with a new microsensor which could be detected by the icp express successfully. There was no surgical delay and no adverse consequence to the patient.